Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that right after surgery she had a couple of pretty bad falls. The patient explained that the device was up higher in her back and it came down a little lower but was still working. The patient had problems with the program, it was vibrating in a private area, so she tried to get someone there to reprogram and met with a manufacturer representative. The representative did a bit of reprogramming which helped the patient tremendously and got the vibration out of her private area. The patient stated that the program began to change and after a while she was not getting any stimulation. The patient wanted to have the device checked to make sure it was working properly and was directed to follow-up with the healthcare provider. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the fall, device moving and loss of stimulation was a walker with wheels on uneven carpet. The patient reported that they were told on (B)(6) 2018 that the device didn¿t move, never loss of total stimulation, just extreme change. The patient reported that reprogramming was done in 2016 and on (B)(6) 2018. The patient reported that the issues were resolved. No further complications were reported.